Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. D9: device availability unknown / not provided.

Event description:
It was reported that the implant at tooth site 36 fractured. Implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site 36 fractured. Implant remains implanted update: implant was removed with trephine on (B)(6) 2023. Patient had to return to complete the procedure. Implant was loaded since 2019.